Event description:
The pt was in a prone position for a posterior cervical spine surgery. The swivel lock was locked. The skull clamp was gripped via two upright supports. When the clamp was moved by the user to expose the cervical area, the clamp rotated. The pt's chin rotated towards the chest. The swivel lock rotated about the 80 pound torque knob axis while in the locked position. The pt's head did not move. The skull pins were still seated. No pt laceration or injury was reported. The product was used less than five mins before the event occurred. The skull clamp was removed and a new skull clamp was applied, which worked properly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.